Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that noise was oversensed on the patient's non-boston scientific right atrial (ra) lead, which resulted in inappropriate atrial tachy response (atr) episodes. It was noted the ra lead thresholds had increased, and the pacemaker had stored atrial driven pacemaker mediated tachycardia (pmt) episodes. The device was reprogrammed. Subsequently, the minute ventilation (mv) signal was oversensed on the ra lead. The impedances varied from the 400 ohms to 700 ohms. In addition, the non-boston scientific right ventricular (rv) lead exhibited noise. Boston scientific technical services (ts) discussed this could be due to a spring contact issue and recommended continuing to monitor. This pacemaker system remains in service. No adverse patient effects were reported.